Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2013-02434 and 1225714-2013-02435.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2013-02434 and 1225714-2013-02435.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR number: 1225714-2013-02435.